Manufacturer narrative:
The device has been evaluated, and it was confirmed that the coil was still attached to the pusher assembly. During evaluation, the coil was successfully detached via the manual method by breaking the hypo tube and pulling back the release wire. This is an alternate method of detachment stated in the IFU. Based on the findings, the cause of the coil non-detachment with the actuator could not be determined, as the actuator was not returned.

Event description:
Coiling treatment of an aneurysm. It was reported that the coil could not be detached with the actuator. After several unsuccessful attempts, the coil was removed from the patient. Subsequently, it was reported that the patient re-bled and needed additional coiling. No patient injury reported.